Event description:
Initial result for a pt hcg was 36368 miu/ml. When repeated, the results were >10,000 and 17,279 miu/ml. The incorrect results were not used to guide pt therapy. The field service representative was unable to determine the cause of the discrepant results.